Manufacturer narrative:
D.10. Concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n5e1975y), sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)), sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: unknown), sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an open distal pancreatectomy, when the cartridge was articulated to the right, the two cartridges did not close more than usual. The physician was aware that it closed a little. It usually closes by 1 to 2 mm, but the jaws closed by nearly 1 cm. It was also noted that the reinforcement material detached or slipped off. The product was replaced from reinforced black 60 to reinforced purple 60 and another short adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. The proximal and distal sutures were returned intact. The buttress was dislodged from the distal end on the anvil side. There was a mark that suture secured the buttress. Functional testing found that the reload was loaded into a representative handle. The reload successfully clamped and opened repeatedly without difficulty. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument jaws did not close completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the trs material was released prematurely. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.